Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress or handling, or other factors. The event can be prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive on the distal end of the device. The report of a leak from the biopsy channel was not confirmed during testing. In addition, the adhesive on the bending section cover was chipped due to deterioration and the play in the up/down and right/left knob was out of specification due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported that, during receipt inspection, the biopsy channel of the subject device leaked. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a gap was found in the adhesive on the distal end of the device. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.